Event description:
The pt reportedly experienced sound quality issues followed by a loss of lock. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed showed that the device was not functioning. Surgery to explant the pt's c1 device will be scheduled.